Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on both sides and experienced right side breast implant rupture, and bilateral capsular contracture; baker grade iii postoperatively. Right rupture was found during explantation surgery on (B)(6) 2021. This report is for the patient¿s left-sided device.